Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the scope socket on her olympus video system is loose. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned and evaluated; the memory / battery run out was not keeping settings and browning in multiple places found within illumination. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the scope socket was loose. However, the definitive root cause of the loose scope socket could not be determined. Olympus will continue to monitor field performance for this device.